Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. Elevated coagulation levels are the primary suspect in the event.. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Device remains implanted.

Event description:
It was reported from the site that on (B)(6) 2016, the patient presented to emergency room (ER) with epistaxis, coming from bilateral nasal cavities, with the right worse than the left. The patient's coumadin was held for an elevated international normalized ratio (inr). The ear, nose and throat (ent) service was consulted while the patient was in the ER. This consultant recommended that surgiflo with thrombin be placed in the patient's bilateral nasal cavities. The patient is reported to have refused nasal packing at that time. Afrin was ordered and the patient admitted to the hospital. It appears that the patient consented to bilateral nasal packing at some point. Ent was called to the patient's bedside later and since the surgiflo had come out of the right naris and the patient was bleeding. Ent was unable to see clear source of bleed during an anterior rhinoscopy. A 7.5cm rhino rocket was inserted into the right naris and the balloon inflated with 7cc air. New surgiflo was packed into the patient's left naris with plans to keep the right naris balloon inflated for at least 48 hours and to be re-evaluated at the time. In addition, the patient was started on keflex while the packing was in place. On (B)(6) 2016, the patient's inr was noted to be therapeutic. Ent noted that the patient's epistaxis was controlled with rhino rocket and the packing removed at the bedside. Afrin and pressure applied along with surgiflo with no further epistaxis. The patient's nurse later reported that the patient's epistaxis had re-started despite surgiflo placement. The patient was re-assessed and noted to be robustly bleeding; mostly from a posteriorly and into the oropharynx. A decision was made to place another rhino rocket. After multiple attempts which included suctioning and rinsing the nose, only 6.5 of the 7.5cm rhino rocket in 7cc air could be placed. On (B)(6) 2016, the patient was noted to be anemic with low hvad flow alarms requiring the transfusion of two units of packed cells. The patient continued to have recurrent epistaxis and endoscopic right and possibly left sphenopalatine and anterior ethmoid artery ligations was planned. The patient underwent the procedure on (B)(6) 2016 while on heparin. On (B)(6) 2016, the patient again became anemic and required transfusion with two units of packed cells with return to the operating room for a transantral ligation of vessels from a right maxillary sinus approach and septoplasty. No epistaxis was noted over the ensuing days and the patient was re-started on his home dose of coumadin with a heparin infusion. He was discharged home on (B)(6) on a lovenox bridge. The next day, the patient's wife called the vad coordinator to report that the patient had started bleeding during the night that was described as a "dripping nasal bleed". The patient's brilanta dose was decreased. He returned to the ER on (B)(6) 2016 with recurring epistaxis and was admitted. The patient underwent a cerebral angiogram on (B)(6) 2016 with embolization of the right external carotid artery branches. On (B)(6) 2016, the patient was again noted to be anemic and was given one unit of packed cells that day and another on the following day. The patient was discharged home with recurrent epistaxis on (B)(6) 2016 with a therapeutic inr. No additional information received.